Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted during a laser lithotripsy procedure in the left ureter on (B)(6) 2022, as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the stent was successfully implanted, and a medication of acetaminophen tylenol, alpha blocker, zofran and anticholinergic was given for the patient's left flank pain. On (B)(6) 2022, it was noted that the stent was removed successfully, and pain control was not required. On (B)(6) 2022, the event was considered resolved.

Manufacturer narrative:
Report source: study; u0652 double-j registry clinical study. (B)(4).

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 9205 captures the reportable event of pain. Block h11: additional information. Block b5 has been updated based on the additional information received on november 01, 2022.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted during a laser lithotripsy procedure in the left ureter on (B)(6) 2022, as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the stent was successfully implanted, and a medication of acetaminophen tylenol, alpha blocker, zofran and anticholinergic was given for the patient's left flank pain. On (B)(6) 2022, it was noted that the stent was removed successfully, and pain control was not required. On february 14, 2022, the event was considered resolved. Additional information received on november 1, 2022, stating that the stent was not removed at the time of the adverse event. The adverse event onset dates are noted as february 7,2022, which was the same date as the stent removal procedure however, the adverse event occurred prior to the stent removal procedure.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 9205 captures the reportable event of pain. Block h11: block b5 has been updated based on the additional information received on february 22, 2023.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted during a laser lithotripsy procedure in the left ureter on (B)(6) 2022, as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the stent was successfully implanted, and a medication of acetaminophen tylenol, alpha blocker, zofran and anticholinergic was given for the patient's left flank pain. On (B)(6) 2022, it was noted that the stent was removed successfully, and pain control was not required. On (B)(6) 2022, the event was considered resolved. Additional information received on november 1, 2022, stating that the stent was not removed at the time of the adverse event. The adverse event onset dates are noted as (B)(6) 2022, which was the same date as the stent removal procedure however, the adverse event occurred prior to the stent removal procedure. Additional information received on february 22, 2023, reported that the stop date for the event of left flank pain was on (B)(6) 2022.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was implanted during a laser lithotripsy procedure in the left ureter on (B)(6) 2022, as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the stent was successfully implanted, and a medication of acetaminophen tylenol, alpha blocker, zofran and anticholinergic was given for the patient's left flank pain. On (B)(6) 2022, it was noted that the stent was removed successfully, and pain control was not required. On (B)(6) 2022, the event was considered resolved. Additional information received on november 1, 2022, stating that the stent was not removed at the time of the adverse event. The adverse event onset dates are noted as (B)(6) 2022, which was the same date as the stent removal procedure however, the adverse event occurred prior to the stent removal procedure. Additional information received on february 22, 2023, reported that the stop date for the event of left flank pain was on (B)(6) 2022. Additional information received on march 14, 2023, in the event of pyelonephritis with an onset date of (B)(6) 2022, with moderate severity and hospitalized from (B)(6) 2022, to (B)(6) 2022. The patient was given a medication of ceftriaxone and underwent CT scan on (B)(6) 2022, and was resolved on (B)(6) 2022. The procedure relationship is probably related, and the device relationship, stent removal relationship were both determined to be possibly related as well.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of pyelonephritis. Imdrf patient code f2303 captures the reportable event of medication required. Imdrf patient code f08 captures the reportable event of hospitalization. Block h11: blocks b5 and h6 have been updated based on the additional information received on march 14, 2023.